Manufacturer narrative:
The sparc sling device is intended to be used for the treatment of stress urinary incontinence. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that on or about (B)(6) 2004, the pt was implanted with an ams sparc sling system with the intention of treating stress urinary incontinence and pelvic organ prolapse. After and as a result of the implantation, it was indicated the pt "suffered serious bodily injuries including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was further indicated that the pt has "sustained permanent injury."